Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 a rather robust ectopic bone formation problem at l4-5 causing neurologic impingement as well as impingement from the posteriorly migrated cage was confirmed. At l5-s1, there is significant ectopic/heterotopic bone formation as well causing neurologic encroachment.¿

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.